Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. This could cause the device to deliver inaccurate fluid volume leading to under or overfill. This event occurred during device testing with no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The door assembly was inspected and found an insufficient amount of copper mesh was installed. The assignable cause for the failed volume accuracy testing was determined to be caused by an insufficient amount of copper mesh being installed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.